Event description:
Boston scientific provided the following information: physician states he notices noise on ra lead and able to reproduce with patient putting his left arm out straight while turning head to the right. This ra lead was capped and a new ra lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.